Event description:
It was reported that the patient's midline incision site was beginning to open since they had been on bed rest.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 5039856, UDI: (B)(4).